Manufacturer narrative:
The delivery device was not returned and the stent remained in the pt, therefore no analysis could be performed. The mfg records for top assembly batch 8369461 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There is one other complaint related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Same case as facility medwatch. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was lost. The physician advanced a 3.0x16mm taxus express2 drug eluting stent to a lesion located in the left anterior descending (lad) coronary artery. The physician was unable to cross the lesion and the system was withdrawn. It was noticed that the stent was missing from the catheter. Images were taken of the lad and the sheath area. The stent was found deep in the femoral artery. The stent remains in the pt; there was no attempt to remove the stent. There were no other pt complications and the pt status was rpeorted as "no complications." A request to the facility for procedure notes was denied with the reason stated due to hipaa.